Manufacturer narrative:
The follow up report for this investigation was submitted on february 16, 2017. Applied medical received additional information on july 17, 2017 by (B)(6) risk management.

Event description:
Additional information received via email from (B)(6) risk management, on july 17, 2017 - surgeon was (B)(6). "Lateral burns to ureteral track occurred." Additional information received via email from (B)(6), on august 7, 2017 - "her surgery was in (B)(6) 2016 and we were not aware of an injury until (B)(6) 2017" additional information received via email from (B)(6), on 11aug2017: "(B)(6) was not aware of the description we had on our original cer, but confirmed the event is the same one. The patient had a short stay in the hospital after surgery on (B)(6) 2017. There were no complications at that time. The patient may have followed up with a different hospital and later called (B)(6) to make a complaint around late (B)(6). (B)(6) was not able to elaborate on the detail of this event from the patient. (B)(6) was not made aware of any "injury" until this time. (B)(6) did not know if the complaint was due to pain. (B)(6) took time to investigate and look at medical records and charts for the reason of the patient's complaint. (B)(6) did not provide details of the investigation or what they were specifically looking for."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Eschar build up was noted on the jaws of the device. During functional testing, engineering activated the device on ten porcine arteries and concluded that the device met the current specifications. Although the root cause of insufficient hemostasis could not be confirmed, applied medical is currently implementing corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap total hysterectomy - around activation 13 and 19 there was a bleeder on the broad ligament. Rep was not sure of the vessel size or what part of the jaws were involved. Around activation 50 - 57 bleeder on the patient side round ligament. Around activation 66-91 multiple alarm, uterine artery was trying to be sealed on both sides of the uterus, after multiple attempts they were able to stop the bleeding. The distal end of the jaws were being used most often to seal between activation 66-91. The doctor was double sealing. There were multiple alarms throughout the case due to the jaws not being full closed. Doctor said it was not diseased tissue. Unsure if patient was on blood thinners of taken vitamins the day of the procedure." Additional information received via email from applied team member on (B)(6) 2016: "the surgeon was intentionally not fully closing the jaws of the device when the alarms occurred." Type of intervention: "used flow seal" patient status: no patient injury.